Event description:
Pt appeared pale so the mother put the pulse oximeter on and couldn't get a reading. The pt was cold which is not out of the norm; however, because she was so pale, the mother called 911. They told the mother to shake the pt and she did; however, there was no response and there was still no reading on the pt. The 911 operator asked the mother to check if the pt was breathing, she reported there were still breaths but could not distinguish between the pt's breaths and the ventilator, as the ventilator was still delivering breaths. The mother did not notice any visual or audible alarms. The pt was unable to be resuscitated.